Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the fitting quick connect pnl mtg. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) tubing was removed from the crm's drain port during inspection. At that time, the drain port was damaged. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) tubing was removed from the crm's drain port during inspection. At that time, the drain port was damaged.